Event description:
Puritan-bennett received information stating that a patient was admitted to the hospital after suffering a cerebral aneurism. Patient was intubated and placed on the subject ventilator. Later that evening, the patient suffered a cardiac arrest. The ventilator settings were found with peep of 45 and the alarms were turned off. Extent of patient injury is unknown. The puritan bennett customer support engineer (cse) inspected the device and determined, it was functioning properly. The unit passed extended self testing.